Event description:
It was reported that pump displayed cartridge change error during use. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, inspected and cleaned pump and cartridge areas as instructed, and attempted to reload cartridge but was initially unsuccessful; after filling and loading new cartridge from reported lot with technical support guidance, customer successfully completed load process and resumed insulin delivery.